Event description:
It was reported that the patient loss consciousness during a lead pull and regained consciousness a minute later. The physician order an (ems) emergency medical services and brought the patient to the hospital. The physician believed that the incident was not procedure or device related. The patient was doing well and the explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used. (B)(4). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of applicable ar-d(s): 2099: no known device problem; ar-p codes: 9170: loss of consciousness; ai codes: f1903: device explantation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: 7093910. UDI: (B)(4).

Event description:
It was reported that the patient loss consciousness during a lead pull and regained consciousness a minute later. The physician order an (ems) emergency medical services and brought the patient to the hospital. The physician believed that the incident was not procedure or device related. The patient was doing well and the explanted leads were discarded by the medical facility and will not be returned.